Manufacturer narrative:
(B)(6) 2019 - this lead was capped on (B)(6) 2019. The patient was shocked 8 times due to noise that day. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - this lead was capped on (B)(6) 2019. The patient was shocked 8 times due to noise that day. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between (B)(6) 2019 and (B)(6) 2019, the right ventricular stimulation impedance was steady around 550ohms. The right ventricular stimulation threshold was steady around 0.7v, the right ventricular r-wave sensing amplitude was steadily larger 20mv and the right ventricular shocking impedance was steady between 80ohms and 90ohms. The available iegm episodes showed artifacts in the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Representative reported high short interval count and what appears to be lead noise on home monitoring recordings. Lead to be evaluated further and remains implanted.